Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery and critical pump error. Customer¿s blood glucose level was 225 mg/dl at the time of incident. Customer stated that they were unable to clear the alarm. Customer also stated that the center button of the insulin pump was not responding. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the unit¿s interior, electrical board has traces of corrosion around the force sensor connector. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.